Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 411mg/dl. The customer had no symptoms and treated with an injection. Customer indicated that their doctor has not been contacted and their blood glucose value was unknown at the time of the call. Troubleshooting was performed and found that there were many air bubbles in the tubing. Customer indicated that insulin was stored at room temperature and the insulin pump was not rewound with the reservoir in place. The customer was instructed to disconnect at the quick release, change the infusion set and prime until the air bubbles are no longer visible. The air bubbles did not persist after the set change. Customer was advised to monitor and call back if necessary. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.